Event description:
It was reported that the external pulse generator was not pacing correctly. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the generator was not working correctly. Analysis did find that the upper and lower cases and the ring cover were broken, the battery drawer was contaminated, the keyboard was scratched and that it needed a battery drawer o-ring. (B)(4).